Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant product: smart touch catheter, us catalog #: unknown, lot #: unknown. Additional clarification has been requested on the facility name. When additional information is received, a supplemental 3500a report will be submitted to provide the facility information. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a coolflow® irrigation pump. It was reported that the flow rate automatically jumped from 17ml to 30 ml during radio frequency ablation, requiring manual callback of the flow rate. No patient consequences were reported. Additional information received confirmed that the issue occurred during use of the coolflow® irrigation pump when the ablation was initiated. It also confirms that there was no error/warning message displayed on the system. The irrigation pump setup was in automatic mode. The service report clarifies that the encoder module was replaced to solve the issue. This event has been assessed as a reportable malfunction.

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a coolflow® irrigation pump. The flow rate automatically jumped from 17ml to 30 ml during radio frequency ablation, requiring manual callback of the flow rate. No patient consequences were reported. Additional information received confirmed that the issue occurred during use of the coolflow® irrigation pump when the ablation was initiated. It also confirms that there was no error/warning message displayed on the system. The irrigation pump setup was in automatic mode. The service report clarifies that the encoder module was replaced to solve the issue. The device was evaluated and encoder was defective. Defective part was replaced. Issue was resolved. The device was also subjected to a preventative maintenance, safety and functional testing and all tests passed. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on february 25, 2018 which provided the facility information. Therefore, updated section "initial reporter". Manufacturer's reference number: (B)(4).